Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, the evaluation identified a separate reportable malfunction; the internal circuit board failed. Based on the results of the investigation, although the reported event was not reproduced it was indicated that the failed internal circuit board could have attributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit would auto switch off intermittently with no display and sound, the only power indication was a light glow. The event occurred during service/maintenance. There were no reports of patient involvement.